Event description:
Abbott freestyle libre 2 system sensor sends 10-15 loss of signal alarms daily although kept in pocket or within 5'. Abbott rep told me today problem caused by my body creating interference. On 3 separate occasions was unable to use reader to check blood sugar reading and received message to try in 10 minutes: at 12:40pm, 6:30pm and 11:11pm . Each time the reading was not available in 10 minutes; it took up to 3 hours. Today abbott rep explained 10 minutes means within 2 hours. These problems happen frequently and abbott is sending a replacement sensor, the second one since the start of the year. Also rep could not determine my status as long term user or past problems from records to which she had access. FDA safety report ID # (B)(4).